Event description:
This catheter was being utilized for a diagnostic cardiology procedure when air leaked into the system while the physician was drawing back on the syringe plunger. There was no reported injury to the pt.